Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had problems with the touch pen. It was indicated that the cursor would skip when dragged across the screen. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had problems with the touch pen. The programmer was returned for service. There was no patient involvement.